Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: they were using the device at the thin intestine, using a gst white reload. It was the first firing. The knife advanced normally to the end (distal tips of the jaws), but it didn¿t¿ return back automatically. The reverse button didn¿t work also. They had to open the jaws manually, using the manual lever. When they could finally open the jaws, they saw that the device had been cut and stapled.

Event description:
It was reported that during a gastric bypass, echelon went ahead, cutting but didn¿t come back. They had to use the manual override to open the machine. The surgery was not delayed. The procedure was successfully completed. There were no patient consequences.